Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('found out she was pregnant') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / physician felt her body did not produce scar tissue". The patient's medical history included parity 3. Concurrent conditions included headache and drug intolerance. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced weight loss poor ("she cannot lose weight on the essure"). On an unknown date, the patient experienced pelvic pain ("after insertion she had cramping in her ovaries"), loss of personal independence in daily activities ("could not exercise"), urticaria ("I get random red hot hives") and adnexa uteri pain ("I also have pain in ovaries") and was found to have weight increased ("I gained weight"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device had resolved, the pelvic pain, loss of personal independence in daily activities, urticaria, adnexa uteri pain and weight increased outcome was unknown and the weight loss poor had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, loss of personal independence in daily activities, pelvic pain, pregnancy with contraceptive device, urticaria, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one/once's were described in patient's social media: hives, adnexa uteri pain and weight increased. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events added: I also have pain in ovaries and I gained weight. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('found out she was pregnant') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / physician felt her body did not produce scar tissue". The patient's medical history included parity 3. Concurrent conditions included headache and drug intolerance. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced weight loss poor ("she cannot lose weight on the essure"). On an unknown date, the patient experienced pelvic pain ("after insertion she had cramping in her ovaries"), loss of personal independence in daily activities ("could not exercise"), urticaria ("I get random red hot hives"), adnexa uteri pain ("I also have pain in ovaries") and arthralgia ("left hip hurt a lot") and was found to have weight increased ("I gained weight"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device had resolved, the pelvic pain, loss of personal independence in daily activities, urticaria, adnexa uteri pain, weight increased and arthralgia outcome was unknown and the weight loss poor had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, arthralgia, loss of personal independence in daily activities, pelvic pain, pregnancy with contraceptive device, urticaria, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hives, adnexa uteri pain, weight increased, arthralgia quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event left hip hurt a lot and reporter information was added. This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('found out she was pregnant') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / physician felt her body did not produce scar tissue". The patient's medical history included parity 3. Concurrent conditions included headache and drug intolerance. Concomitant products included oral contraceptive nos. On 15-feb-2013, the patient had essure inserted. In may 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced weight loss poor ("she cannot lose weight on the essure"). On an unknown date, the patient experienced pelvic pain ("after insertion she had cramping in her ovaries"), loss of personal independence in daily activities ("could not exercise"), urticaria ("I get random red hot hives"), adnexa uteri pain ("I also have pain in ovaries") and arthralgia ("left hip hurt a lot") and was found to have weight increased ("I gained weight"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device had resolved, the pelvic pain, loss of personal independence in daily activities, urticaria, adnexa uteri pain, weight increased and arthralgia outcome was unknown and the weight loss poor had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, arthralgia, loss of personal independence in daily activities, pelvic pain, pregnancy with contraceptive device, urticaria, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hives, adnexa uteri pain, weight increased, arthralgia quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event left hip hurt a lot and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('found out she was pregnant') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / physician felt her body did not produce scar tissue." The patient's medical history included parity 4. Concurrent conditions included headache and drug intolerance. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced weight loss poor ("she cannot lose weight on the essure"). On an unknown date, the patient experienced pelvic pain ("after insertion she had cramping in her ovaries"), loss of personal independence in daily activities ("could not exercise"), urticaria ("I get random red hot hives"), adnexa uteri pain ("I also have pain in ovaries"), arthralgia ("left hip hurt a lot/right hip pain"), vaginal haemorrhage ("random spotting like period") and genital haemorrhage ("bleeding") and was found to have weight increased ("I gained weight"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device had resolved, the pelvic pain, loss of personal independence in daily activities, urticaria, adnexa uteri pain, weight increased, arthralgia, vaginal haemorrhage and genital haemorrhage outcome was unknown and the weight loss poor had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, arthralgia, genital haemorrhage, loss of personal independence in daily activities, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('found out she was pregnant') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / physician felt her body did not produce scar tissue". The patient's medical history included parity 4. Concurrent conditions included headache and drug intolerance. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced weight loss poor ("she cannot lose weight on the essure"). On an unknown date, the patient experienced pelvic pain ("after insertion she had cramping in her ovaries"), loss of personal independence in daily activities ("could not exercise"), urticaria ("I get random red hot hives"), adnexa uteri pain ("I also have pain in ovaries"), arthralgia ("left hip hurt a lot/right hip pain"), vaginal haemorrhage ("random spotting like period") and genital haemorrhage ("bleeding") and was found to have weight increased ("I gained weight"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device had resolved, the pelvic pain, loss of personal independence in daily activities, urticaria, adnexa uteri pain, weight increased, arthralgia, vaginal haemorrhage and genital haemorrhage outcome was unknown and the weight loss poor had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, arthralgia, genital haemorrhage, loss of personal independence in daily activities, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new events added: genital hemorrhage and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('found out she was pregnant') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / physician felt her body did not produce scar tissue". The patient's medical history included parity 4. Concurrent conditions included headache and drug intolerance. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced weight loss poor ("she cannot lose weight on the essure"). On an unknown date, the patient experienced pelvic pain ("after insertion she had cramping in her ovaries"), loss of personal independence in daily activities ("could not exercise"), urticaria ("I get random red hot hives"), adnexa uteri pain ("I also have pain in ovaries"), arthralgia ("left hip hurt a lot/right hip pain"), vaginal haemorrhage ("random spotting like period"), genital haemorrhage ("bleeding") and headache ("left sided headache") and was found to have weight increased ("I gained weight"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had resolved, the pelvic pain, loss of personal independence in daily activities, urticaria, adnexa uteri pain, weight increased, arthralgia, vaginal haemorrhage, genital haemorrhage and headache outcome was unknown and the weight loss poor had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, arthralgia, genital haemorrhage, headache, loss of personal independence in daily activities, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events left sided headache was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.